Event description:
It was reported; oic peek mis tlif of l2/3 was performed. During cage insertion, the cage was broken. All broken parts were removed from the patient. After that, other same size product was inserted and finished the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The surgical technique states that the cage must be inserted gently and progressively into the disc space. Materials analysis performed confirmed the cause of cage fracture to be a user applied overload during insertion. Conclusion: the plausible root cause of the reported event user related, specifically excessive impaction force during insertion. This was determined based on materials analysis.

Event description:
It was reported; oic peek mis tlif of l2/3 was performed. During cage insertion, the cage was broken. All broken parts were removed from the patient. After that, other same size product was inserted and finished the surgery.